Event description:
Healthcare professional later found that the implants were not ruptured and they were reinserted. Rupture is no longer reportable adding usage error.

Manufacturer narrative:
Reason for reoperation: use error.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Healthcare professional reported left side "irregular internal contour of prosthesis with little periprosthetic fluid suggesting intracapsular rupture" via ultrasound. Device remains implanted.